Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with the pump or read the pump screen. The customer's blood glucose level was not adversely impacted, remaining within a safe range. Technical support decided to replace the pump as a resolution to the issue. Reportedly, the customer continued to use the pump for insulin therapy.